Event description:
It was reported that during a stenting treatment procedure stent movement on the balloon occurred. Access was obtained via the right femoral artery. The 80% stenosed, 3.00mm in diameter, eccentric and de novo target lesion being treated was located in the severely calcified and moderately tortuous proximal right coronary artery (rca). Rotational atherectomy was performed with a rotablator device, and the lesion was pre-dilated with a 2.0x12mm apex balloon catheter to 12 atms leaving 60% residual stenosis. A 38x3.00mm ion stent delivery system (sds) was then advanced to the lesion and while trying to cross the lesion it was noted that the stent moved distally on the balloon. The stent remained on the delivery system and was able to be deployed in the proximal to mid rca. A 3.5x15mm apex balloon was advanced to post-dilate the distal portion of the stent. A 3.00x16mm taxus liberte sds was then advanced distal to the ion stent and deployed in the rca. The same 3.5x15mm apex balloon was used to post-dilate the taxus liberte stent. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).